Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument fractured when it was inserted into the glenoid drill guide. There was no patient injury as a result of the malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined to be not reportable as the incorrect item was reported. Product was returned and product identification was different than initially reported by the contact. It was confirmed with the contact that product identification was initially reported incorrectly. Product identification has been updated and this product did not cause a serious injury. Further, this has not been previously reported for a past sentinel event. Therefore, the initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as the incorrect item was reported. Product was returned and product identification was different than initially reported by the contact. It was confirmed with the contact that product identification was initially reported incorrectly. Product identification has been updated and this product did not cause a serious injury. Further, this has not been previously reported for a past sentinel event. Therefore, the initial report was forwarded in error and should be voided.